Event description:
It was reported that the ventilator was displaying the wrong time. There was no patient involvement. The service provider (sp) inspected the device and confirmed the issue. The sp adjusted the time, and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed. No part was returned.

Manufacturer narrative:
(B)(6).